Manufacturer narrative:
The returned blocker holder was evaluated and found to be twisted, not fractured as originally reported. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the tips of a blocker holder and a final driver broke off during surgery while removing a previously implanted blocker. The tips were recovered and an alternative driver was used to complete the procedure. There were no reported patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2019-00039.

Event description:
It was reported that the tips of a blocker holder and a final driver broke off during surgery while removing a previously implanted blocker. The tips were recovered and an alternative driver was used to complete the procedure. There were no reported patient impacts associated with this event. This is report one of two for this event.